Manufacturer narrative:
(B)(4). The pulse oximeter referenced in this complaint was reported to display missing segments. The device was received for further evaluation. Upon further investigation, the device was found to have a poor connection between the printed circuit board (pcb) and the display's flex cable. The failure investigator resolved the missing segment issue by reseating the flex cable.

Manufacturer narrative:
(B)(4).

Event description:
A report was received alleging the display of a pulse oximeter shows missing segments. There was no patient involvement. There is no death or serious injury associated with this event.